Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received stuck in a motor error alarm loop during bolus delivery due to a corroded motor home switch. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 248 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.